Event description:
Boston scientific received information that a few days after the implant procedure, high shocking impedance measurements of greater than 125 ohms were reported in a triad configuration. As a result, the configuration was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.